Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that their insulin pump was stopped working and was no longer to read it. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted. However, device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments or partial display.